Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during preparation for emergent coronary procedure. The patient was moved to another room to start and complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to emit x-rays. Upon functional testing, the fse reviewed error logs and observed converter errors. The fse found short on the anode side converter. The fse swapped the anode and cathode modules and found that the error followed to the cathode side. To resolve the reported issue, the fse replaced the anode and cathode converter modules. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.